Manufacturer narrative:
(B)(4). Concomitant product(s): us157852, m2a-magnum pf cup 52odx46id, 725150. A 21-103206, ha taperloc por fmrl 12.5x145, 407610. A 139254, m2a-magnum 42-50mm tpr insrt-3, 89401. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11321. Product location unknown.

Event description:
It was reported that the patient was revised seven years post-implantation due to pain, dysfunction, soreness, and loss of range of motion. Operative notes revealed a significant amount of hypertrophic synovium. There was also some metal on metal disease posterior to the acetabulum with some cystic degeneration. The head and cup were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.